Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during a hip scope procedure, the anchor pulled out of the drilled hole. It was stated that a backup device was not used to complete the procedure, but they "carried out debridement instead." No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies.